Event description:
On (B)(6) 2011, a bedridden (B)(6) male pt with aaa, aortic valve disease, lung disease, renal disease, ischemic cardiac disease, underwent aaa repair under general anesthesia. The pt's proximal neck was inverted funnel shape as 21mm - 26mm. The access route's inner diameter was 5mm. The procedure consisted of placement of a mainbody and two iliac legs and completed no notable problem. On (B)(6) 2011, at the follow-up, CT angiography revealed the right iliac leg graft became thrombotic occlusion. Thrombectomy will be performed later. The pt's condition is unk as not provided by rptr. Additional info was provided on (B)(6) 2011. On (B)(6) 2011, a fogaty balloon catheter was used for removal of clots, but the catheter was damaged. Then clots inside of the right iliac leg graft were extracted. The distal site of the graft was expanded with another MFR's pta balloon catheter 8mm x 40mm since the distal site was stenosed. Blood flow was confirmed. The pt was fine after the procedure.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.